Event description:
It was reported that during a mildly tortuous, mildly calcified, marginal coronary artery procedure, the 2.50 x 15 mm trek rx balloon ruptured during inflation at 12 atmospheres (atm). Another non-abbott device was used to pre-dilate the lesion and complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.